Manufacturer narrative:
(B)(4). The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar incidents from this lot. The investigation was unable to determine a conclusive cause for the reported failure to seal the perforation and difficulty to deploy. A conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined. The reported patient effect of death is listed in the graftmaster rapid exchange (rx) coronary stent graft system, domestic instructions for use (IFU), as a known patient effect of coronary stenting procedures. There is no indication of a product quality issue with respect to the design, manufacture or labeling of the device.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The stent remains in the patient. Investigation is not yet complete. A follow up report will be submitted with all relevant information.

Event description:
It was reported that the procedure was to treat a perforation in the left anterior descending artery. A 2.8 x 16 mm graftmaster covered stent was implanted with the use of a guideliner; however, the stent moved back proximally in the lesion. The covered stent failed to seal the perforation, and the patient expired. No additional information was provided.